Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, and alleged that the patient experienced a blood glucose of 400mg/dl and "felt goofy", with a slight hearing loss, and a blood glucose of 48mg/dl associated with an alleged time date reset issue. The patient self treated with walking(exercising) and bolus via pump. During troubleshooting with customer technical support, the patient history was reviewed and the time and date was incorrectly stored due to product issue. The patient stated the change in environment has had an impact on her blood glucose as well, due to moving back on campus.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 11-nov-2017 with the following findings: evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.